Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 15 seconds, the balloon ruptured . The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.